Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES had burning smell and a black screen, and the site was unable to access the device. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. As per part investigation, it was determined that the root cause was the liquid spill from a saline intravenous (IV) bag inside the Matrix drawer, which shorted and burned the electrical components controlling the drawer. This thermal damage compromised the performance of the station by making it inoperable. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 17-JUN-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of Pyxis Device is Inoperable and Site Reporting Burning Smell, offline on RSS was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process.The device was initially evaluated by the FSE according to WO 02452664. Found an IV fluid bag (Oxytocin) squished between the bin matrix drawer 5/6 and the bottom of drawer 4, which had leaked onto the matrix controller for drawer 5/6.FSE replaced the soiled components: the matrix/bin controller board, the latch sensor, the open/close sensor, and the Pyxibus cable.Finally, returned to replace the final component, the solenoid. After replacement, could not create an error or failure in the main or test application.During DCHU Visual Inspection(b)(4): The part was received with burn marks and dried liquid residue. A detailed examination was performed under a microscope to visualize the black marks and the components.(b)(4): The part was received with contamination marks on the blue connector. A close examination was performed, and corrosion was detected in the copper connectors.(b)(4): The part was received with contamination marks on the blue connector. A close examination was performed, and corrosion was detected in the copper connectors.(b)(4): The part was received with discoloration on the coil shielding, indicative of thermal damage due to overheating of the coil.P/N 120547-01: The part was received with contamination marks on the Bus connector. A close examination was performed, and corrosion was detected, along with melted cables near the connector, indicating thermal damage.During DCHU Testing:(b)(4): Testing was not required due to thermal damage, spill residue and corrosion observed during the visual inspection.(b)(4): Testing was not required due to the corrosion from the liquid ingress on the connector.(b)(4): Testing was not required due to the corrosion from the liquid ingress on the connector.(b)(4): Testing was not required due to thermal damage observed during the visual inspection.(b)(4): Testing was not required due to thermal damage as melted cable and exposed copper strands observed during the visual inspection.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint is the liquid spill from a saline intravenous (IV) bag inside the Matrix drawer, which shorted and burned the electrical components controlling the drawer. This thermal damage compromised the performance of the station by making it inoperable.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN: (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN: (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 17-JUN-2025 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE OF THIS INCIDENT. IT WAS DETERMINED THAT A LEAKING IV FLUID BAG WAS LODGED BETWEEN DRAWERS 5/6 AND 4, CONTAMINATING INTERNAL COMPONENTS. A FIELD SERVICE ENGINEER (FSE) REPLACED THE AFFECTED COMPONENTS, INCLUDING THE MATRIX CONTROLLER BOARD, LATCH SENSOR, OPEN/CLOSE SENSOR, AND PYXIS BUS CABLE, AND LATER REPLACED THE SOLENOID. POST-REPAIR TESTING CONFIRMED THE DEVICE WAS FUNCTIONING NORMALLY WITH NO ERRORS OBSERVED. THE SYSTEM FUNCTIONED AS INTENDED AFTER FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES HAD BURNING SMELL AND A BLACK SCREEN, AND THE SITE WAS UNABLE TO ACCESS THE DEVICE. THE CUSTOMER STATED THAT THE MALFUNCTION OCCURRED WHEN A USER TRIED TO ISSUE MEDICATION TO THE PATIENT AND CAUSED A DELAY TO PATIENT CARE. HOWEVER, THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.